Event description:
It was reported that during a wedge resection, the device locked out on the first firing. A like device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
The analysis results found that the device arrived with a cartridge loaded, and the cartridge had a wedge band bypass. In addition, the right wedge band had a wedbe band bypass. In addition, the right wedge band was jammed to the knife inside the cartridge knife slot. This resulted in the wedge band bypass. The instrument fired, cut, and formed all the staples without incident, when tested with a test cartridge.